Manufacturer narrative:
Date of explant not provided. Device not returned for eval. Production records were reviewed and no issues were identified. The quantity of abx used in this surgery was approx. Double the typical amount for this type of case. The fusion was not revised indicating successful incorporation of graft material. It is believed the excess material used in surgery may have been displaced. No other reports of this type have been received.

Event description:
In (B)(6) 2008, pt had multi-level (occiput to c4) posterior cervical fusion using 20cc of actifuse abx mixed with local bone. At 6 weeks scheduled follow-up visit everything was reported to be fine. At 12 weeks scheduled follow-up visit pt complained of a lump on the back of the neck. The surgeon removed the lump from an area lower than the original surgical site. It is the doctor's opinion that the lump contained abx that had migrated from the surgical site. Pathologist report identified the lump as containing calcified tissue.